Event description:
On (B)(6) 2015, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient¿s onetouch verioiq meter was testing in settings mode. The complaint was classified based on the customer care advocate (cca) documentation. The reporter could not remember when the meter allegedly started testing in settings mode. However, she indicated that prior to the start of the alleged issue, the patient was experiencing symptoms of ¿dizziness and shaking.¿ it is not known how the patient manages her diabetes or whether she made any changes to her usual diabetes management routine at the time of the alleged issue. The reporter did not know whether the patient received any treatment for her symptoms. At the time of troubleshooting, the cca noted that the meter was not being used for the first time. The cca was unable to walk the reporter through a test as she no longer had any test strips remaining. However, the cca educated the reporter on the correct testing procedure. Although the patient developed symptoms suggestive of severe hypoglycemia, there is no indication that the reported issue caused or contributed to this serious injury as the patient was already symptomatic prior to testing. However, this complaint is being reported as a malfunction because the alleged issue remained unresolved after troubleshooting.